Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. No product lot number was reported therefore no lot release records were reviewed. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016; checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose levels reached 19.1 mmol/l (344 mg/dl) while wearing the pod between 4 and 24 hours on the arm. The patient removed the pod and noted the cannula was bent. A manual insulin injection of 15 units was administered to treat the hyperglycemia. The pod was discarded. The patient's blood glucose and insulin history is as follows: (B)(6).